Event description:
Pt had surgery on (B)(6) 2011, for implantation of a custom pre sternal solid silicone implant for correction of a pectus deformity. On (B)(6) 2011 the pt had the (B)(6) 2011, the pt was reviewed and reported that although he was very pleased by the correction, he was concerned by the inferior edge of the implant being palpable. Dr. (B)(6) scheduled the pt for return to the o.r. To adjust the placement of the implant for (B)(6) 2012. When the procedure was performed (B)(6) 2012, the implant was found to have a lateral tear in the superior third of the implant.

Manufacturer narrative:
Spectrum design's initial analysis was to review the batch and sterilization records for any discrepancy to explain the incident. None were observed. A durometer test was performed on the returned device to confirm that the material was made to specifications as recorded on the batch record. A lateral tear in the upper third of the implant was observed, which was nearly through the implant. Two dacron velour strips were intact on the back of the implant to aid in fixation via tissue ingrowth, these strips were added to the design of the implant per the physician's request. The tear occurred at the superior border of these strips. It is plausible that tissue fixation from the dacron, which would have secured the implant's lower 2/3, allowed movement in the upper third due to movement during exercise, etc. It is also possible that the pocket dissection during implantation was too small for the device, which would have allowed the device to buckle and may have explained the pt's concern about the inferior edge. Consultation with dr. (B)(6) regarding the remaking of the device resulted in modification to the original design specifications. The device was remade in a soft durometer and 4 dacron patches, approx 1.5 cm in diameter would be attached equal distance on the posterior surface of the implant. In addition, 4 suture loops were also placed for fixation. The custom implant was re-manufactured at a firmer durometer than the original specification.